Event description:
It was reported that pump experienced malfunction code 16 that could not be reset, with no notable events occurring beforehand and no backup insulin therapy available at the time. There was no adverse impact to the customer¿s blood glucose level. Customer attempted pump reset as requested but malfunction reoccurred, so technical support arranged replacement in-warranty pump with updated software, confirmed shipping details, instructed customer to use storage mode and return malfunctioning pump within 10 days using provided materials, and advised customer to contact healthcare provider for backup therapy and to manually enter pump settings and reconnect cgm on replacement device.